Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial lead dislodged. While attempting to reposition the atrial lead, the helix failed to extend. The procedure was completed with a different lead. The patient was in stable condition.